Event description:
On (B)(6) 2011, a female pt, aged (B)(6) underwent a radiologic procedure for placement of a lumbar catheter for the purpose of draining (csf) cerebral spinal fluid to see if she could become a candidate for an intracranial shunt placement to treat a potential diagnosis of normal pressure hydrocephalus (nph). The exam began at 11 am. Nearly 2 hours later, the radiologist approached from the fluoroscopic room and stated that the tip of the lumbar catheter had broken off and was located in the thecal sac of the lumbar spine area. He stated that a very sharp needle is used during the procedure and he believed that the sharpness of the trocar needle may have contributed to the reported event. Post procedure, the radiologist ordered a CT scan of the thoracic and lumbar spine to localize the broken off catheter tip. The catheter fragment measured approx 7 centimeters and was situated on the pt's left side within the thecal sac of the lumbar spine. The pt received medical intervention which included vicodin and decadron every 6 hours to treat the pain and swelling in the lower back. The pt was followed up by physical therapy and remained hospitalized for 6 days following the adverse event. A decision was made to leave the catheter in place, rather than remove it. The pt was discharged on the 6th day to an inpatient rehabilitation hospital. She continues to suffer from low back pain and is relying on pain medication. Note: the disposables involved for this reported event have been retained by the radiology department of (B)(6) hospital, (B)(6). I would like to know if the actual disposables involved with this reported event can be evaluated to determine a root cause. Was the sharpness of the trocar needle within manufacturing specification? If this is not possible, can retained samples of the lot number be tested for proper safety and functionality? The product is the external drainage monitoring system - lumbar drainage catheter, (B)(4), lot number d01085.